Event description:
Revision of shoulder components due to infection. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.